Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board and flow transducer printed circuit board were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's pressure transducer printed circuit board and flow transducer printed circuit board were found defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. On-site investigation was performed by our field service engineer. According to received information it was revealed that the ventilator failed flow transducer test during pre-use check, due to malfunctioning expiratory cassette. The investigation has concluded that the cause of unsuccessful flow transducer test was related to the expiratory cassette. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not safety related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis.

Event description:
Manufacturer's ref. #: (B)(4).